Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove of clip being caught on the chordae. The reported poor image resolution was due to echo window not optimal to patient and some shadow. The tissue injury was due to the difficult to remove (clip caught on chordae). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with small left ventricle (lv), papillary muscles very high on lv wall, dense sub valvular structures, and a medical history of previous coronary artery bypass graft (CABG) and left ventricular ejection fraction (lvef) of 20%. A mitraclip xtw (50609a1110) was inserted and advanced to the left ventricle (lv). However, while in the lv, difficulties visualizing the clip occurred, the clip became caught in chordae and caught on the anterior mitral leaflet (aml). Troubleshooting was performed, and the clip was removed from the chordae. However, a leaflet perforation was observed. It was noted that the gripper most likely caused the perforation. The clip was deployed on the leaflets. To further reduce mr, a second clip, a mitraclip xtw (50707a1035 ) was inserted. However, the clip was unable to reduce mr, and a decision was made to remove the clip. It was noted that it was possible that the second clip may have caused the perforation of the leaflet to enlarge. The clip was removed, and the procedure was discontinued. The mr remained at a grade of 4. Post procedure, the patient was placed on an intra-aortic balloon pump (iabp) due to poor left ventricle ejection fraction (lvef). Post procedure, overnight, the patient became drowsy and had suffered an intracranial hemorrhage. In the physician's opinion, the cause of the intracranial hemorrhage was due to possible heparin being used for prolonged iabp support post clip procedure. It was noted that the family has refused surgical intervention. On (B)(6) 2025, the patient died. The cause of death was due to intracerebral hemorrhage. It was noted that the clips were stable on the leaflets. In the physician's opinion, the mitraclips did not cause or contribute to the patient death, and anticoagulants increased the risk to the intracerebral hemorrhage.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with small left ventricle (lv), papillary muscles very high on lv wall, dense sub valvular structures, and a medical history of previous coronary artery bypass graft (CABG) and left ventricular ejection fraction (lvef) of 20%. A mitraclip xtw (50609a1110) was inserted and advanced to the left ventricle (lv). However, while in the lv, difficulties visualizing the clip occurred, the clip became caught in chordae and caught on the anterior mitral leaflet (aml). Troubleshooting was performed, and the clip was removed from the chordae. However, a leaflet perforation was observed. It was noted that the gripper most likely caused the perforation. The clip was deployed on the leaflets. To further reduce mr, a second clip, a mitraclip xtw (50707a1035 ) was inserted. However, the clip was unable to reduce mr, and a decision was made to remove the clip. It was noted that it was possible that the second clip may have caused the perforation of the leaflet to enlarge. The clip was removed, and the procedure was discontinued. The mr remained at a grade of 4. Post procedure, the patient was placed on an intra-aortic balloon pump (iabp) due to poor left ventricle ejection fraction (lvef). Post procedure, overnight, the patient became drowsy and had suffered an intracranial hemorrhage. In the physician's opinion, the cause of the intracranial hemorrhage was due to possible heparin being used for prolonged iabp support post clip procedure. It was noted that the family has refused surgical intervention. On (B)(6) 2025, the patient died. The cause of death was due to intracerebral hemorrhage. It was noted that the clips were stable on the leaflets. In the physician's opinion, the mitraclips did not cause or contribute to the patient death, and anticoagulants increased the risk to the intracerebral hemorrhage.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.